Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the scope visibility was not clear. The surgeon applied another device. The hosp has reported that no pt injury occurred.